Manufacturer narrative:
(B)(4). Batch # r5ay1t. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device did not trigger. No staple line was deployed and the device did not cut. The second device was difficult to trigger and the staple line was incomplete. It was necessary to use a third device. No harm to the patient is reported.